Event description:
It was reported that a trained physician attempted arteriotomy closure with a starclose device after a diagnostic procedure. The clip could not be implanted, because after using the trigger to fire the clip, the vessel locator wings did not move backwards and the clip was attached to the device after retracting the starclose device. Closure was achieved with manual compression. The pt was anticoagulated with heparin. There was no adverse event. No add'l info is available.

Manufacturer narrative:
This event has been identified as a malfunction. Abbott vascular has initiated a corrective action. The device is expected to be returned for investigation. It has not yet been rec'd. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this info.